Event description:
Reportedly, the device locked on the tissue after being applied. To remedy the situation the device had to be cut away after each application. The surgeon reports additional bleeding occured because of this. This surgeon switched to a similar device to complete the case.